Event description:
Gore hybrid vascular graft implanted in (B)(6) 2012. Pt presented on (B)(6) 2012 with minimal or no blood flow through the nitinol reinforced section (nrs) of the graft, causing the device to thrombose. The device was removed.

Manufacturer narrative:
Review of the mfg records verified that the lot met release requirements.